Event description:
During a cardiac catheterization, the table malfunctioned and the drainage catheter was placed under echo guidance. It was determined that the motorized movement control for the table in tilt mode was not working correctly. The rest of the system was working correctly, except for tilt mode. Ordered new geometry tso parts and installed.